Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass revision procedure, upon placing the device down the esophagus, the device broke and would not open perpendicularly so that it could be mated to the stapler, and the component fell into the patient¿s cavity. Surgical intervention was needed, wherein gastrotomy was made and the device was removed. In order to resolve the issue, original anvil was inserted and the procedure went on as designed.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.